Manufacturer narrative:
The reported failure of pilot flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated onsite by a field service engineer, and the customer¿s complaint was confirmed. During the evaluation of the device, a trilogy ev300 ventilator stopped working during the field change order (fco) process due to the device did not pass the pneumatic test and measured below the average value of the pilot sensor test step during testing. In conclusion the system board was replaced to address the issue. Service is being resumed for the completion of the field change order. If any additional information is received, a follow-up report will be filed.